Event description:
A mother reported that her daughter used renu with moistureloc multi-purpose solution for 1 week and she experienced eye pain and presented to a physician's office sometime in 2006. According to her physician, the pt was first seen in 2006 and diganosed with a possible staphylococcal infection and prescribed vigamox. In the next day, the physician observed a shallow corneal ulceration located in the central 4mm of the cornea wiht 1.5mm central staining. Polytrim was additionally prescirbed. The pt was seen the following day and her right eye was resolving and there was no decrease in visual acuity. Vigamox was prescribed every 2-3 hours. The pt was referred to another physician for a second opinion on corneal changes. On the 3rd day, the pt was diagnosed with blurred vision and ring corneal elcer, vigamox was prescribed to use from the 3rd day to about 3 weeks later. The pt was advised to discontinue focus night & day soft contact lenses and to eventially re-fit av advance contact lenses, and to use hydrogen peroxide disinfectant. The pt was seen about 3 weeks later for a follow-up and was diagnosed with myopia and astigmatism. According to this physician, the pt's corneal problems were not fungal infection and not related to renu with moistureloc mult-purpose solutuon but with use of focus night 7& day soft contact lenses.

Manufacturer narrative:
Chemical testing of the returned sample shpws the solution met all shelf life limits. In addition, the physician reporetd that this complaint was not related to renu with moistureloc multi-purpose solution but with use of focus day & night contact lenses. Although this complaint is unrelated to the renu moisureloc product, bausch & lomb initiated an investigation that evaluated the manfuacturing facility enviromental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.